Event description:
Adverse event(s): "photo-toxicity" (phototoxicity). Product problem(s): "no device problem reported" (no known device problem). A surgeon reported a pt with post-operative symptoms he believes is consistent with phototoxicity. Additional information was requested.

Manufacturer narrative:
A company sales rep examined the system and found no problems. (B)(4)